Manufacturer narrative:
The pump was received and the drive support disk was inspected and no anomaly was noted. Pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked case, missing end cap sticker,address label peeling and cracked end cap. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the right hand side of the back of the pump is cracked. Customer indicated that the internal part of the pump is cracked and a chunk is missing. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.